Manufacturer narrative:
This report is submitted on november 11, 2022.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2018 due to report of issues maintaining connection with the processor coil. Following the surgery, the patient experienced a wound infection and was prescribed with topical medication on (B)(6) 2018. The implanted device remains.